Manufacturer narrative:
Medical devices: dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead and far field r-wave over-sensing on the right atrial (ra) lead. Reprogramming was performed on the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.